Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports extreme glare and halos at night and circles of light reflecting off cars in sunlight. Left eye: MDR #119421-2007-00309, right eye: MDR #119421-2007-00310.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/28/2007 by mail and fax. A completed questionnaire was received 07/09/2007.